Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump alarmed for battery out limit alarm. The customer's blood glucose level was unknown. The mother states the customer had lost their battery cap and then found it. The mother states the batteries were out of the pump for longer than they should have. The customer was advised the pump alarm was normal. The mother mentioned previous hospitalization for customer's high blood glucose levels. The incident had been previously documented.